Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the service center evaluation, once the pk and pk/sp front rf socket connectors were cleaned and test passed. Additionally, service ticket documents showed all tests passed specification and met electrical safety. Therefore, no further actions taken on this failure mode. No further action is being taken with this reported issue. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated at olympus (B)(4). Service center site. Device was tested and determined that the output power testing failed. The device sockets connectors were cleaned and once completed, the device was tested and passed testing. Device was placed for full ga calibration testing. The root cause was identified to be due to dirty socket connectors attributed to user maintenance issue and or mishandling. The instructions for use state the following: section 13 periodic equipment safety checks the manufacturer recommends that the generator and footswitch should be regularly inspected to ensure continued safety of operation throughout its service life. Safety checks should be performed at least every 12 months by a qualified person who has adequate training, knowledge and practical experience to perform such tests.

Event description:
It was reported during unit return inspection, the device output power test failed. There was no patient involvement on this reported event. No user harm or injury was reported.